Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted that imaging was difficult. Two clips were successfully implanted. To further reduce mr, an additional clip was inserted. However, there was no significant reduce in mr when both leaflets were grasped. The clip was retracted into the left atrium. Once in the left atrium, it was observed that tissued damage occurred to the posterior leaflet. Therefore, the physician decided to remove the clip and discontinue the procedure. Mr was reduced to a grade of 2-3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury and difficult imaging were unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.